Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. The reported hv lead impedance anomaly was confirmed in the laboratory. Bench testing was able to reproduce the anomaly, but further testing was unable to find the root cause. The cause of the impedance anomaly remains undetermined.

Event description:
This report is to advise of an event observed during analysis.